Manufacturer narrative:
The microsensor (ID (B)(4)) was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - no visible damage to the millar sensor or connector. Sensor diaphragm is broken. Sensor serial number barcode label is missing from conductor. Icp express read zeroing error. No testing possible. Based on the evaluation, the complaint was confirmed. The root cause is ¿mishandling of the catheter¿.

Event description:
N/a.

Event description:
A facility reported a microsensor did not show readings during the procedure (before implantation site closure). The procedure was completed with a replacement product available and the event led to 10 minutes surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.